Event description:
A talent and aneurx stent graft systems were implanted in a patient for the endovascular treatment of an 8 cm pre-operatively ruptured abdominal aortic aneurysm approximately 32 months ago. Vessel morphology from the time of implant was not reported. Current aneurysm and vessel morphology are unknown. The patient was initially treated with a talent bifurcated stent graft and three aneurx iliac stent grafts. It was reported that patient presented emergently with abdominal pain approximately one month ago and the aneurysm was found to have ruptured due to a type ii or type iii endoleak. The physician decided to convert the patient to open repair and explanted the devices. The talent bifurcated stent graft proximal bare springs were cut from the graft and left in the patient. It is unknown if the patient returned for routine follow up appointments. No additional clinical sequelae reported and the patient was stable. The explanted stent grafts were retained by the user facility.

Manufacturer narrative:
(B)(4). Results: surgical conversion to open repair, endoleak, aneurysm rupture. Not returning for follow-up, pre-operatively ruptured aneurysm. Treatment of a patient with a pre-operatively ruptured aneurysm. Conclusions: not returning for follow-up, pre-operatively ruptured aneurysm. Treatment of a patient with a pre-operatively ruptured aneurysm.